Event description:
The patient received a scs system on (B)(6) 2008. It was reported on (B)(6) 2011 that the patient is experiencing pain in his lower right back when stimulation is on. Patient normally feels stimulation in this area but had to turn stimulation off due to the pain. Sjm representative recommended that patient follow up with his doctor. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.